Manufacturer narrative:
Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an endeavor resolute rx drug eluting stent to treat a moderately calcified and severely tortuous mid rca lesion exhibiting 90% stenosis. There was no damage noted to the device packaging. No issues were noted upon removing the device from the hoop. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. During the procedure it was reported that the device did not pass through a previously deployed stent. No resistance was encountered while attempting to advance the stent and no excessive force used. It was reported that the stent deformed during delivery. The procedure was completed with the same sized device. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.